Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
Consumer's boyfriend called on her behalf to report that she had a hospital stay where she had toxic shock syndrome due to tampon pieces that were stuck inside her body from the tampons falling apart.